Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 800 mg/dl. Troubleshooting was performed. It was stated that the customer attempted to bolus through the insulin pump. The customer took a nap and when he woke up, he attempted to walk and collapsed. The paramedics were called. It was stated that the customer changes the infusion set every three to five days. Advised the customer to change the infusion set every two to three days. The settings on the insulin pump were accurate. Ran a fixed prime and the insulin did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.